Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the blood pressure (bp) readings on the console were in the 40s/20s, and jumping to the 60s. However, the bp cuff showed 114/79. The augmentation on the console was then in the low 80s. The customer attempted to recalibrate without any changes. A flush attempt made no difference. At that point, they were advised in steps to disconnect the fiber optic cable and transduce the central lumen of the iab catheter. That was successful and after zeroing - the bp displayed 95/61 with an augmentation pressure of 130. Another cuff pressure was taken at 129/60s. The difference in the pressures was explained to the customer and they were advised on management of the central lumen in phlebostatic axis, and flushing hourly. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the blood pressure (bp) readings on the console were in the 40s/20s, and jumping to the 60s. This occurred approximately three hours after the patient was admitted to the ccu. However, the bp cuff showed 114/79. The augmentation on the console was then in the low 80s. The customer attempted to recalibrate without any changes. A flush attempt made no difference. At that point, they were advised in steps to disconnect the fiber optic cable and transduce the central lumen of the iab catheter. That was successful and after zeroing - the bp displayed 95/61 with an augmentation pressure of 130. Another cuff pressure was taken at 129/60s. The difference in the pressures was explained to the customer and they were advised on management of the central lumen in phlebostatic axis, and flushing hourly. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.